Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which resolved the stimulation and the lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.